Event description:
A (B)(6) male patient contacted zoll customer support to report constant check te pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon eval, there was an open connection inside the distribution node (dn). The white pulse wire of the trunk cable and the pulse wire of the front therapy electrode (te) were not connected. The cause of the check te pad messages is the open connection between the pulse wires. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cables. No adverse event resulted from the damaged cables and wires. The patient received a replacement electrode belt.